Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, d10, g4, g7, h2, h3, h4, h6, h10. The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 12 december 2019, it was reported that the handle on the mesher only worked one way. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 27 january 2020 that the pre-test calibration and test cut could not be performed due to a damaged comb, that the ratchet did not work, and that the bottom roller had visible damage on it. Repair of the mesher occurred the same day and involved replacing the comb and roller as well as disassembling and reassembling the ratchet. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number (B)(4) on (B)(6) 2019. While the service technician confirmed that the ratchet handle would not work properly, it cannot be determined from the information provided as to what caused the issue with the handle. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Requested but not returned.

Event description:
It was reported that the mesher(s) malfunctioned when used. It caused some damage to the graft because the wrench inevitably cranked the graft backwards into the mesher when it got stuck. There was a delay in the procedure of between 5-10 minutes. No adverse events were reported as a result of this malfunction.